Manufacturer narrative:
The reported event of failure to sense was not confirmed. The pacer was received from the field with battery voltage near beginning of life level. The device was tested on the bench and using automated testing equipment, and no anomalies were found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in clinic for initial implant procedure on an unknown date. During procedure, it was found that the pacemaker (pm) failed to sense properly. The pm was not implanted and an alternate near at hand was implanted. The patient was discharged.